Event description:
Implant loss, primary stability was achieved, perhaps compromised immune resistance, perhaps drug or alcohol abuse, smoker, peri-implantitis/mucositis, bleeding. (B)(4) are the same patient.